Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor was unable to boot up past the splash screen. The cause for the power-up failure was isolated to a corrupted sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the defective sd card. The patient received a replacement monitor.

Event description:
While investigating a (B)(6) female pt's monitor for an unrelated issue, a reportable problem was discovered. The monitor was not powering up properly. The pt was issued a replacement monitor.